Event description:
The patient contacted animas on (B)(6) 2012 reporting that she told airport security that she was not allowed to place the pump on the security scanner and they placed her pump on top of the x-ray scanner box but no on the scanner belt. The patient got her pump back and noticed that the screen was on the confirm screen. The patient stated that the time/date were correct but the pump rebooted twice. The patient confirmed that there were no cracks or damages to the pump and the battery cap was changed within the last six months. The patient: there was no moisture to the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the intermittent power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated rebooting had occurred on (B)(4) 2012. Visual inspection revealed no damage to the battery cap or battery compartment. The pump was exercised for 24 hours with no power issues occurring. There were no battery cap connection defects found during evaluation. The complaint could not be duplicated on investigation.